Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0amdm, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va0y0ua, implanted: (B)(6) 2016, product type: lead.

Event description:
A manufacturer representative (rep) reported that the patient's lead will be removed on (B)(6) and replaced with a competitors lead. It was stated that the lead broke once before as well. No further details were provided. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.